Event description:
It was reported that the distal end coating peeled off the scope. The issue was found during maintenance. No harm reported.

Manufacturer narrative:
E1: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.